Event description:
It was reported that during the implant procedure, the physician experienced difficulty placing this left ventricular (lv) lead into the target vessel. The pacing threshold measurements were high such that capture was not obtained, and despite multiple attempts, these issues could not be resolved. A different model lead was requested and the physician identified a new target vessel. This new lead was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.